Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) trial. It was reported that following a coronary artery drug eluting stenting treatment procedure the patient experienced chest pain. The index procedure treated a 75% stenosed, 2.5x8mm lesion of the 1st diagonal. Treatment consisted of predilation and placement of a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. A second 80% stenosed, 2.5x20mm lesion in the mid lad (left anterior descending) was also identified. Treatment of the mid lad consisted of predilation, advancement of a 2.5x24mm taxus liberte stent that was unable to advance past the ostial stenosis. Predilation of the mid lad was repeated and a 2.5x28mm promus stent was placed resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2010, the patient was admitted with chest pain and cardiac catheterization was recommended. The patient was noted to have "a high grade stenosis at the ostium of the lad at its bifurcation with the diagonal branch". Both stents were noted to be widely patent. Balloon angioplasty of the proximal lad was performed with a 2.0x10mm maverick and 2.5x9mm non-bsc balloon with incomplete expansion of the stenosis due to the non-compliant nature of the lesion. A 3.0x6mm flextome cutting balloon was inflated to 8atm for two overlapping inflations and removed. Again, there was incomplete expansion of the stenosis despite intracoronary nitroglycerin. An attempt was made to pass the same cutting balloon, but the balloon was unable to be re-folded. A 3.0x10mm cutting balloon was advanced and inflated to 12atm for 30 seconds resulting in "excellent" expansion at the ostium of the lad with less than 20% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.